Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via telephone call that the customer was hospitalized with diabetic ketoacidosis. The customer was not using the insulin pump at the time and had run out of supplies. Some infusion sets fell out in the shower and the battery cap was damaged due to trying to turn it the wrong way. The parent intended to call back when returning home from the hospital.